Event description:
The user reported that, during the preparation of the device, air was discovered to have been pulled into the system. When this was discovered the device was discarded. The device was never used on a pt.

Manufacturer narrative:
Device eval: the device has not been returned for eval. A f/u report will be submitted when the eval has been completed.

Manufacturer narrative:
One device was returned for evaluation. The device was filled with water and a leak was observed in the tubing near the check valve. A hole in the tubing was the cause of the leak. The hole is consistent with damage caused to the tubing during the manufacturing process. This defect will be reviewed with the manufacturing personnel. The device history record was reviewed and no exception documents were found.